Event description:
Caller reported experiencing a cartridge alarm with the pump. Customer's blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact to the customer¿s blood glucose level. Cts confirmed that the caller faced cartridge alarms with consecutive cartridges and decided to replace the pump. Additionally, the customer requested replacement cartridges and ifs, which cts agreed to send.